Event description:
During an in-clinic follow-up, post-paced t-wave over-sensing (pptwos) was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.